Manufacturer narrative:
(B)(4). One used catheter, without packaging, was received for evaluation. The catheter was connected to a catheter connector and 10ml b-d syringe. Upon visual observation, the catheter was broken apart approximately 9 inches from the distal end (closest to catheter connector). The remaining catheter fragment (proximal tip end) measured approximately 32 inches. No portion of the catheter appeared missing and the tip was intact. The area at the fracture was smooth and angular in appearance. The observed cut on the catheter is consistent with a potential damage noted when the catheter is withdrawn or partially withdrawn through the needle, thereby shearing the catheter. Per the instructions for use (IFU) for the reported product catalog number, "do not withdraw catheter through needle because of the possible danger of shearing or kinking." All available information was forwarded to the device manufacturer of the catheter. The manufacturer reviewed the batch record of the involved catheter lot, and there were no deviations or abnormalities noted. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: reports the epidural catheter broke at the point of the most distal taping to the patient's back. A second catheter was then placed in the patient.